Manufacturer narrative:
(B)(4). Analysis confirmed the device functioned normally throughout testing. The device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use, originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received this device for disposal, post-explant. No allegations were received from the field during the implanted duration nor at the explant procedure. The routine post-market analysis showed the unit did not meet it's labeled longevity specifications.